Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst and vessel dissection occurred. The lesion was located in the extremely calcified left anterior descending (lad) artery lateral bifurcation. The physician advanced the 3.0 x 20 mm apex monorail balloon catheter to the lesion and inflated the apex balloon twice to 12 atms, however, the balloon burst on the very calcified lesion. The physician removed the apex balloon from the patient and noted that "more than half" of the balloon had remained inside the patient. Another manufacturer's stent was advanced and used to capture the balloon fragment and remove it outside of the patient. The physician was confident that no pieces of the balloon remain inside the patient. The physician also noted that a vessel dissection had occurred in the lad and a myocardial infarction of the diagonal territory occurred. A stent was placed in the lad to treat the dissection. The physician then attempted to advance a guide wire to the diagonal in an attempt to "dilate" the diagonal, however, this attempt was unsuccessful. The procedure was stopped and a timi 1 flow was found in the lad diagonal. The following day, it was noted that the lad diagonal was occluded. Timi flow measurement was 0. It was further noted that necrosis had occurred in the diagonal territory. The patient had a prolonged hospital stay and the patient's current status is unknown.